Event description:
The physician reported that the pump alarm had sounded; interrogation at refill had revealed erv had been 1.8ml, but the arv was 18ml of baclofen aspirated from the pump. The representative anticipated immediate follow-up to troubleshoot the system with the physician. The hcp indicated that the patient had not seemed to receive any benefit from the itb therapy subsequent to implant. The drug dose had been increased weekly but the physician had not detected a response; specific signs and symptoms are unk. The drug used in the pump was baclofen (concentration and dose were not provided). Add'l information has been requested from the hcp.